Event description:
After the patient was intubated with the emg tube, the anesthesiologist heard an air leak, and removed the tube. The doctor noticed an electrode wire protruding approximately 1/4 inch through the inflatable cuff. The patient was re-intubated with another et tube and the procedure was completed without further incident.

Manufacturer narrative:
There was no injury to the patient. The product was returned, and a visual analysis of the product confirmed the customer's report. Review of the device history did not indicate any problems during the mfg of this lot.